Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "thumping in the chest" which was due to and reproducable with right ventricular lead pacing. Multiple configurations were attempted with no relief so pacing was turned off and the lead remains in use. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.